Event description:
It was reported that the implantable cardioverter defibrillator (ICD) p-wave trend data indicated "data invalid." The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Products: 5076 implantable pacing lead 2010 (B)(6); 4194 implantable pacing lead 2010 (B)(6); 6947 implantable tachy lead 2010 (B)(6). (B)(4).